Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter with a shelf box and product pouch. The batch number on the returned packaging and device matched the reported batch number. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. There were numerous shaft kinks. Microscopic examination of the balloon and shaft revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the distal tip. Microscopic inspection of the inner shaft revealed a hole in the shaft 2mm proximal of the proximal balloon bond. The shaft was also kinked at this location. Microscopic examination presented no irregularities in the inner shaft that could have contributed to the hole. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or to the reported event. The hole in the inner shaft may be consistent with balloon burst because the device would not maintain pressure due to the damage, which may be consistent with a shaft burst. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left main trunk vessel. The 8mm x 5.00mm nc quantum apex balloon catheter was selected to pre dilate the lesion however during the first inflation the balloon ruptured at 16 atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good.

Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left main trunk vessel. The 8mm x 5.00mm nc quantum apex balloon catheter was selected to pre dilate the lesion however during the first inflation the balloon ruptured at 16 atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
(B)(4).